Manufacturer narrative:
(B)(4). The rx xience xpedition mentioned is being filed under a separate medwatch report number. Evaluation summary: the complaint device was returned and the reported stretched tip was confirmed via returned device analysis. However, the reported removal difficulty could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part number and lot number was not provided. Based on the information reviewed, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported stretched tip was confirmed via returned device analysis. Although the reported difficult to remove was not confirmed using the returned stent delivery system and returned guide wire. But difficult to remove was confirmed using the returned stent delivery system and a proxy guide wire. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part number and lot number was not provided. Based on the information reviewed there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that after performing pre-dilatation, and after successfully unpackaging and advancement of a 3.5x38 rx xience xpedition ll stent delivery system without resistance, the balloon was advanced over a bmw guide wire; the balloon was difficult to inflate during stent deployment. The balloon was slow to inflate but was ultimately successfully inflated to 10 atmospheres and the stent was successfully implanted. However, the balloon was unable to be deflated at all, despite pulling and holding negative using a syringe and multiple low pressure inflations/deflations, and was difficult to remove from the stent, despite applied force. The guide catheter was advanced into the coronary and was able to be advanced over the balloon; the guide catheter and balloon were then withdrawn from the anatomy as a single unit. The deployed stent was confirmed to be successfully apposed and remained in its target location. During the maneuvers to remove the difficult to remove xpedition delivery system after stent deployment, the bmw tip became stretched. No additional information was provided.